Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had epistaxis which resolved the same day without sequelae. There were no changes to the patient's anticoagulation status that may have contributed, and the patient did not experience any symptoms. No diagnostic testing was used, and no special treatment was performed. The patient was discharged.